Event description:
Healthcare professional reported a left side rupture via ultrasound. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Continued section e1: (B)(6). Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ rupture: observed opening assessed as unidentified tear. The shell thickness was within specification. None of the observations are found to be potentially related to the manufacturing process.

Event description:
Healthcare professional reported left side rupture via ultrasound. Device has been explanted and replaced.